Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump tube clamp mechanism could not be adjusted. The user changed the tubing to another roller pump to resolve the issue. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.